Event description:
It was reported that high impedance was observed during generator replacement surgery with the new generator connected to the existing lead. The physician attempted troubleshooting and then noticed a break in the lead. It was reported that the lead was replaced and a new compatible generator was implanted. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It was reported that the explanted products will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.